Event description:
It was reported that the insulin pump has alarmed no delivery all day. Customer has done 3 infusion set changes. It will start functioning but when he tries to deliver a bolus, it will alarm no delivery around 1.5 units. Blood glucose value is 444 mg/dl. Mother stated that the customer and the device were not available to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.